Event description:
It was reported that after a rotational atherectomy had caused an arterial dissection, this guidewire was advanced into the artery and subsequently, the tip entered the dissection. It was not known at the time that it was in the dissection, and it was torqued and manipulated. Upon removal of the guidewire, the tip of it was unravelled. There have been no reports of injury related to this guidewire unravelling event. The device is being returned for analysis.